Event description:
A site representative reported a navigation system vertek arm that would not lock down securely. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(4) 2013. Suspect vertek arm not returned to manufacturer for analysis.